Manufacturer narrative:
The immucor laboratory tested retention product on 15jan2019, which performed as expected. The immucor laboratory also received a blood sample for testing from the customer site, but after immucor centrifugation it appeared as visually 4+ hemolyzed. Testing was still performed, but it generated an error code indicating that the blood sample was hemolyzed. Immucor technical support used a remote electronic connection method to assess the instrument test well images in question on 26dec2018, which visually appeared as hazy or equivocal. Additionally, no errors were seen during customer testing. The internal immucor document number for this report is (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly negative antibody screen when using capture-r ready-screen (3) with a galileo echo instrument that had recently had a software upgrade. This original testing was done on (B)(6) 2018.